Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rising to 583 mg/dl. The customer reported treating their blood glucose with the insulin pump. Customer stated their sensor glucose reading was 140 mg/dl during this incident. The customer did not report any symptoms of high blood glucose. The customer stated there was a lump at the insertion site. Customer reported the site showed signs of infection. Customer's current blood glucose was 95 mg/dl. The customer declined to return the insulin pump for analysis.